Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: at 9:00 a.m. On (B)(6) 2025, when preparing the surgical aspiration medication for neuro-ophthalmology the patient xxx, the red foreign matter were found in the needle of the disposable insulin syringe, which was immediately replaced and not used on the patient. Ae report no. (B)(6). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 328421. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown.